Manufacturer narrative:
S/w ver 4.11e. Retainer = missing. Case type = ngp. The pump was returned for an alleged blank display, a crack at the reservoir tube area (retainer), the end cap is broken off, and the serial number label rubbed off found on 2/16/2023. The pump was received with the end cap broken off of the pump case which caused the j1 (primary power) and j5 (keypad assembly) connectors to be broken off of pcba 1. The pump had a blank display after battery installation due to the broken-off j1/pcba 1. Removed the motor support cap to verify any additional damage to the electronics. Swapped the pcba 1 with a test asset, powered the pump on, and verified the s/w version and internal serial number. Additionally, the retainer is missing, the reservoir tube lip is partially broken, and missing the reservoir tube o-ring which caused a test p-cap not to lock properly inside of the reservoir compartment. Unable to perform the displacement test due to damage at the reservoir tube area, blank display, and motor support cap removal. The following were noted during the physical inspection: end cap broken off, connectors broken off of pcba 1, missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, missing the serial number label, pillowing keypad overlay, and missing reservoir tube o-ring. Blank display, broken off end cap, cracked pump case, missing serial number label, missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump in the reservoir compartment and the serial number was worn off. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated damage to the retainer ring of the insulin pump. The customer also reported a blank display on the insulin pump. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.